Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, after placing the lead in the target vein, the physician was using the support guidewire with the lead and when pulling the guidewire back, it got stuck in the vessel, which was very thin. With the retraction movement, the guidewire stretched and broke into two pieces; one part remained inside the lead and also out of the distal part of the lead, in the vein. The other piece was still in the physician's hand. The physician decided to leave the lead with the guidewire in place and removed the rest of the delivery system. No patient complications have been reported as a result of this event.